Event description:
During testing, the pump dispensed insulin during the load cartridge phase. Evaluation revealed a dislodged display screen and fully dislodged force sensor pins.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Eval found that the force sensor was out of calibration. During testing, a loss of cartridge detection occurred and insulin dispensed during the load step. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.